Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported a physician received a fedex stating one of the manufacturer¿s devices were overheating during recharging. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.